Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-31 (B)(4) clarification (con): information was received from a friend/family member regarding a patient who was I mplanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient (pt) was in the hospital and needed an MRI scan of their stomach, bladder and legs. Patient services inquired if this was unrelated to the pt's device/therapy and the caller stated they have "no idea". They reported that all of a sudden, starting "like 3 weeks ago", the pt started to have terrible tremors and couldn't stand. The caller stated they thought maybe that could be related to pt's stimulator. There were no device issues reported, and no further patient complications reported at this time. It was noted that the caller did not clarify the reason that the patient was hospitalized or the need for the MRI.